Event description:
It was reported that the event involved a pt scheduled for coronary artery bypass graft (CABG) surgery. The intra-aortic balloon (iab) was inserted through a sheath. The pump was switched on and at that time, the pump (iap-0500j (B)(4)) alarmed a "system error 8 alarm." The user thought that the iab was "defective" and as a result, the iab was removed and another iab was inserted. The pump was restarted and switched on again, and at this time, the pump alarmed "system error 8 alarm." After the second error, the md thought the pt didn't need the intra-aortic bypass pump therapy anymore in CABG. There was no reported harm to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.